Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13e11035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(4).

Event description:
It was reported that there was a crack in the connection between the 12 foot extension set and the cassette that lead to a leak during peritoneal dialysis (pd) therapy which caused peritonitis. On the same day of the leak, the patient went to the hospital but was not admitted. Two days after the occurrence of a leak patient experienced peritonitis manifested by belly cramps and fever and was admitted to the hospital. The patient was treated with cefazolin and tobramycin (ip in twin bag). The patient was receiving the antibiotic treatment for three weeks. After five days of hospitalization, the patient was discharged. At the time of this report, the patient was still recovering from peritonitis. No additional information is available. Report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.